Event description:
Customer reported receiving inaccurate erratic readings on their freestyle blood glucose monitor. In blood glucose tests, customer received readings of 496 mg/dl and 146 mg/dl within 10 mins. The results when plotted on the parkes error grid fell into the 'c' zone, showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.